Manufacturer narrative:
Correction to d1: updated device brand name from 'bioflo vortex' to 'vortex.' Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review, including sterilization records review, could not be performed since the lot number and device packaged good item number (upn) are unknown. The port was implanted into the patient more than 4 months prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 4 months later. Device direction for use cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the directions for use (dfu) that is provided with the vortex port device contains the following statements: product description: ports manufactured by angiodynamics are supplied as sterile devices and are intended for single patient use only. Indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Contraindications: angiodynamics port systems should not be implanted in the presence of known or suspected infections, bacteremia, septicemia, and peritonitis, in patients who have exhibited prior intolerance to the materials of construction, or patients whose body size or tissue is insufficient to accommodate the size of the port or catheter. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - infection. - implant rejection. System maintenance: venous systems: after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". If the port is not being used, a "heparin lock" should be administered every 4 weeks. Arterial systems: after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". Positive pressure should be maintained on the syringe plunger at all times to minimize reflux of blood into the catheter. If port is not being used, a "heparin lock" should be administered once a week. Peritoneal systems: the intraperitoneal port should be flushed after use, or once a month if not in use, with 10 ml of heparinized saline at a concentration of 10 units/ml. General guidelines: · each access of an angiodynamics port should be performed using aseptic technique. · the needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. · at no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. · when infusing into an angiodynamics port system, do not exceed 40 psi. · do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2013, plaintiff underwent left subclavian placement of an angiodynamics vortex product at (B)(6) hospital at (B)(6), performed by doctor (B)(6). On or about (B)(6) 2014, plaintiff presented to (B)(6) hospital at (B)(6). Plaintiff's medical team determined that he had developed an infection, and the vortex was the source of the infection. The defective device was removed by doctor (B)(6).